Manufacturer narrative:
One device was returned for analysis of complaint that device was over or under infusing outside the acceptable ranges. Review of service history found no similar complaints have been raised in the last 12 months. Review of event log found no applicable events. Accuracy test was completed to determine the volume delivered. Results were within the acceptable range. Probable cause of complaint was not determined.

Event description:
It was reported that the device was over or under infusing outside the acceptable ranges. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.